Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solvent omni thrombectomy set. Visual and tactile examination presented no damage or irregularity noted in the hypotube or the shaft. Visual and tactile examination showed that the tip of the catheter was damaged and the windows were stretched .1cm from the marker bands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02350. It was reported that the catheter became stuck on the guidewire. The physician selected an angiojet solent omni catheter over an amplatz guidewire for a thrombectomy procedure in the left iliac vein. Following a successful pulse spray thrombectomy, when removing the catheter over the wire, the tip of the catheter became bound to the amplatz wire. With a significant amount of force the catheter was able to be removed off the wire but the tip of the catheter was still lodged on the wire. A new wire and solent omni catheter were used to complete the procedure which ended with a good clinical result. There were no patient complications reported and the patient's status was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02350. It was reported that the catheter became stuck on the guidewire. The physician selected an angiojet® solent¿ omni catheter over an amplatz guidewire for a thrombectomy procedure in the left iliac vein. Following a successful pulse spray thrombectomy, when removing the catheter over the wire, the tip of the catheter became bound to the amplatz wire. With a significant amount of force the catheter was able to be removed off the wire but the tip of the catheter was still lodged on the wire. A new wire and solent omni catheter were used to complete the procedure which ended with a good clinical result. There were no patient complications reported and the patient¿s status was reported as fine.